Event description:
The complaint is classified based upon information the patient/layperson gave to the customer care advocate, cca, on april 14, 2008. This senior medical affairs specialist mailed a letter when unable to speak with the patient. Results reportedly were in the correct unit of measure, mg/dl. The cca replaced all products. The patient alleged that his onetouch ultra2 meter results were inaccurately elevated on a date he cannot recall. After injecting an additional 35 units of novolog 70/30 insulin based upon a "400" result, the patient later became cold, sweaty, and weak. The results noted in the meter's memory during troubleshooting with the cca were 214 and 208 rather than 400. The patient received no medical intervention nor tested on another meter. Although there is no indication the product malfunctioned, the complaint is classified as an adverse event because the patient alleged that he became sweaty and weak, symptoms that can be indicative of severe hypoglycemia after injecting insulin based on the meter result.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.